Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements. Technical services (ts) discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements. Technical services (ts) discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction to field g3: aware date - updated to 01/08/2025.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements. Technical services (ts) discussed troubleshooting options. This lead remains in service. No adverse patient effects were reported.